Event description:
The customer reported being hospitalized due to high blood glucose of 423 mg/dl. The settings on the insulin pump were correct. Ran a fixed prime and high pressure test and they passed. The customer does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated with specifications. The insulin pump had a cracked case at the display window and a missing end cap sticker.